Manufacturer narrative:
Concomitant medical product: c3tr01 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high pacing threshold and the right atrial (ra) lead exhibited potential undersensing. It was noted the rv lead was programmed subthreshold and left ventricular (lv) lead only pacing was occurring. Approximately two weeks later, the patient had presented due to syncope and it was noted the rv lead and left ventricular (lv) lead had no capture. The rv lead was still programmed subthreshold and the physician requested reprogramming to lv only pacing with an increased pacing output. The patient was monitored in the hospital and no further information was received. The rv lead, ra lead and lv lead remain in use. No further patient complications have been reported as a result of this event.